Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced repeated restarts and interruptions to insulin delivery on the ilet device. Multiple restarts were attempted throughout the day; however, the device continued to display "dosing stop soon" messages and failed to resume normal operation. At approximately 8:40 pm pst, it was confirmed that the pump was not functioning properly. The user manually administered 4 units of insulin via injection when the blood glucose (bg) level reached 287 mg/dl. A replacement ilet device was arranged. No symptoms, external assistance, or medical intervention occurred.